Event description:
It was later reported that the pseudomonas infection started in (B)(6) 2022. It was also noted that patient was on an argatroban drip with stable international normalized ration (inr) until (B)(6) 2023 when inr was noted to be greater than 4. Argatroban was briefly held and restarted on (B)(6) 2023 for inr less than 2. It was held again on (B)(6) 2023 for inr greater than 4. Inr was 3.7 on (B)(6) 2023, so coumadin (warfarin) was held. It was noted that the patient had a history of paroxysmal atrial fibrillation prior to implant and the arrhythmia in this event was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The patient¿s outcome was reportedly not considered to be device or therapy related, and (B)(6) was reported to have been operating as intended. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including respiratory failure, infection, cardiac arrhythmia, bleeding, stroke, and death, that may be associated with the use of heartmate 3 left ventricular assist system section 6 lists infection and cardiac arrythmia as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. This section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023. It was later reported that the patient's post operative course was complicated by hypercarbic respiratory failure requiring reintubation on (B)(6) 2023. Multiple chest washouts were performed via thoracotomy for pseudomonal infection on (B)(6) 2023. The patient was returned to the operating room again on (B)(6) 2023 for reconstruction of the left chest would with omentum flap. The patient was readmitted to the cardiovascular intensive care unit on (B)(6) 2023 in the setting of left intraparenchymal hemorrhage (iph) and scattered subarachnoid hemorrhage (sah). Reintubation was performed for airway protection. Pseudomonas bacteremia was noted. Ventricular tachycardia (vt) required direct current cardioversion (dccv). Due to the extensive brain bleed, the patient had a poor neurologic outcome with inability to move the right side of their body. The patient was transitioned to comfort care on (B)(6) 2023, and the device was turned off. The device operated as expected.